Event description:
Additional information provided by customer via phone call; no patient involvment as incident occurred during testing.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer "lekas water". No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation : one level one was received for investigation in fair condition. When filled with water, the device immediately began to leak from a cracked bottom corner of the tank cover. The warmer was then set up with a temperature check and upon further investigation, it was found that when the alarms were triggered there was no sound. Based on the evaluation, the complaint was confirmed. The problem source of the leak and alarm issue was not identified. However, it was noted that over torqueing the screws can cause cracks in the cover.